Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and replaced the main pcb (printed circuit board). Calibrations and verifications were ran and o2 cal error has occurred. The o2 cell was replaced, and the unit then passed all testing.

Event description:
It was reported to vyaire medical that the vela ventilator was having a transducer fault during pre-use check.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.